Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Ventricular lead impedance was greater than 100 from (B)(4) 2014, then out of range high for the remainder of the record. A lead warning occurred on (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead exhibited a suspected insulation breach and a conductor fracture. As the patient was not pacemaker dependent, pacing therapy was deactivated. Approximately 14 months after pacing therapy was deactivated, the patient experienced a pause in heart rhythm of approximately 10 seconds. The lead was capped and replaced and pacing therapy was reactivated. Testing of the lead during the capping procedure showed low impedance, while when the lead was measured with a lead monitor the lead showed high impedance, suggesting an insulation breach and conductor fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.